Event description:
I have had several autoimmune diagnosis, and many symptoms associated with breast implants. I have saline mentor under muscle. I am severely fatigue, gut issues, vision issues, joint pain and inflammation, brain fog, dry eyes, and mouth, hair loss, early onset menopause, several miscarriages, odd body odors, light sensitivity, anxiety depression, and over all feeling I may die.